Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was blank after being exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, no display screen was observed when the pump was powered on. The pump was found to have audible tones during startup and the pump's audible and vibratory alarms functioned properly. During testing, a leak test was performed and found a battery compartment leak. The pump was opened to check internal components for moisture and moisture residue was found on the display connector and flex and the printed circuit board.